Event description:
It was reported that this ambicor penile prosthesis (app) stopped working. Upon revision, a tear in left cylinder was found, causing a fluid loss; therefore, the app was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.